Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels were above 27 mmol/l (486 mg/dl). The pod was worn between 36 and 48 hours on the back. It was noted that the cannula was bent. As treatment for the hyperglycemia, pen corrections were administered.